Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the delivered tidal volumes are erroneous due to reported tidal volume either too high, or too low. No patient harm reported.